Event description:
The manufacturer received information alleging a ventilator's power cord would not power on the device. The device was not in patient use. During the evaluation of the power cord at the reporting facility, an open condition was found within the device's power cord. The device's power cord was replaced to address the issue.